Manufacturer narrative:
The insulin pump was received with intermittent blank display followed by a watchdog alarm/anomaly due to moisture damage on the electronic stack. No moisture damage on the motor was noted. The pump was unable to perform the displacement, self-test, off no power test, unexpected error test, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The pump was unable to confirm alarm due to blank display. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call of a blank display and watchdog alarm from the insulin pump. The customer's blood glucose level was 276 mg/dl. The customer stated that his pump gave a tone and the screen does not light up. The customer tried changing the batteries and the tone came back. The customer also stated that he sweats a lot. The customer mentioned that the pump was against his leg when the alarm first started. The customer was not able to run self-test. The customer will be sent a replacement pump.